Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies but a filament was present in the medical adhesive used to attach the drug collar of the lead. The foreign material was examined using a scanning electron microscope and confirmed to be a human hair.

Event description:
Boston scientific received information that this lead was an attempted implant due to filaments being found on the lead tip prior to implant. This lead was never in service. No adverse patient effects were reported.